Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: this event occurred prior to use on the patient. The idrive was in firing mode and the green button was pressed. The blue indicator lamp was lit, and the instrument did not fire. The operating time was not extended beyond 30 minutes. No reinforcement material was used. The patient is currently in good status.

Manufacturer narrative:
(B)(4).